Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿early or late postoperative infection and allergic reaction.¿ this report is number 3 of 6 mdrs filed for the same patient (reference 1825034-2014-03234 / 03235 and 07595 / 07598).

Event description:
It was reported that patient underwent total hip arthroplasty (B)(6) 2007. Subsequently, patient was revised on (B)(6) 2014 due to an abscess on hip. The modular head and acetabular cup were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received from patient¿s legal counsel reports patient underwent a right hip revision on due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, dysfunction, loss of range of motion and lack of mobility. Additional information provided in patient medical records indicates patient is bilateral with left hip arthroplasty performed on (B)(6) 2005. Review of invoice history could not confirm the left hip arthroplasty. There has been no reported revision of the left hip. Additional information provided in patient medical records indicates right hip revision performed on (B)(6) 2014 was due to swelling and drainage from sinus of prior incision/pseudotumor. The patient¿s operative report noted gray reactive tissue. Additional information provided in patient medical records indicates additional right hip revision performed on (B)(6) 2014 due to infection. The patient¿s operative report noted irrigation and debridement was performed, and also noted was wound weeping, fibrinous and edematous looking tissue.